Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D03 intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken molded insulator at the distal end. As a result, a dislodged grip tip was observed. This was returned with the instrument. No material appeared to be missing. No thermal damage was observed. The root cause of this failure was attributed to manufacturing.

Manufacturer narrative:
Isi has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure vide was provided for review. A review of the instrument log for the force bipolar instrument (pn 471405-06/lot # n10210118 0044) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2207. The instrument had 5 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the force bipolar instrument insulation was faulty and a branch broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the reporter could not provide patient data. The instrument was used properly; however, the insulation on the clamp came off.